Event description:
The customer stated that he was hospitalized with a blood glucose reading over 600 mg/dl. The customer also stated that he was treated by paramedics for a blood glucose reading of 11 mg/dl, which occurred four days after the customer was hospitalized for hyperglycemia. Troubleshooting was performed. The insulin pump was reading the reservoir volume correctly. The act button was unresponsive, so further troubleshooting could not be performed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event, as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis, and further information will follow once the analysis has been completed.